Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the placement of the right ventricular (rv) lead was questioned per x-ray. The rv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the placement of the right ventricular (rv) lead was questioned per x-ray. The rv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.